Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 (thixotropic adhesive) at the forceps cover and cracked cement at the light guide lens. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the missing ke45 (thixotropic adhesive) at the forceps cover and the cracked cement at the light guide lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.